Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
The pump was received with currents within specification. However, the pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked display window corner, broken battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer's blood glucose was 80 mg/dl. The customer stated that insulin squirted out during the manual prime process. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.